Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and reddish material similar to human blood was found inside the pebax. Further examination revealed that the pebax had damage that appears to be a scratch and a pin hole. However, the root cause of the damaged pebax could not be determined. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Then per the reported event, the catheter was evaluated for carto 3, eeprom, screening test and coil disconnection tester and catheter passed all tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The force feature was working properly. Eeprom demonstrated that catheter was properly calibrated. Finally, the force sensor resistance values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding the blood inside the tip has been confirmed. The force issue was not confirmed.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a force issue occurred. Force sensing was not appropriate during the procedure. The force value was rising when radiofrequency energy was applied to the catheter even when no pressure or catheter movement was applied by the physician. After removing the catheter it was noticed there was some blood inside the catheter tip. The catheter was changed and the problem was solved. The procedure was completed with no patient consequence. Additional information was received on the event. There was no physical damage seen; however there was definitely some blood in the force sensing spring area of the st catheter. There was no difficulty maneuvering the catheter or during the withdrawing the catheter through the mobicath 8.5f sheath mentioned by the physician. This event was originally assessed as not MDR reportable because potential that these issues could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The biosense webster failure analysis lab received the device for evaluation and pebax damage was discovered. A scanning electron microscope analysis was performed and results showed that the external surface of the pebax exhibited evidence of scratches and pinhole. This finding has been assessed as MDR reportable because when a break in integrity of this sort is found, it poses a potential risk to the patient. The awareness date for this record is (B)(6) 2016 because this is when the pebax damage was discovered.